Manufacturer narrative:
The suspect device has not been returned for evaluation at the time of this report. A supplemental will be sent when the results of the evaluation are completed. Additional part used: glidescope® avl monitor, catalog: 0570-0314, sn: (B)(4).

Event description:
During patient procedure the customer reported that the glidescope avl monitor with video baton 3-4, and the screen's image would go in and out. No delay in procedure was noted. It was unknown if a backup device was used to complete the procedure. No patient or user harm reported.